Event description:
The catheter portion of the device disconnected from the port outlet tube and migrated into the pt's heart. An interventional radiologist removed the catheter from the pt's heart with no complications. The hospital discarded the product. It is co's opinion, based on its investigation of this incident, that the physician probably failed to engage the locking collar completely, thus not securing the catheter to the port.